Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the pump alarmed power loss for the second time in a short period of time. The customer¿s blood glucose was 600 mg/dl. They are not happy about this issue. The customer tried resetting the internal battery but the power loss alarm occurred again. The insulin pump will be returning for analysis.